Manufacturer narrative:
The scope was returned to the olympus lad/obl division for evaluation. The scope¿s angled cable was broken and there was a leakage noted at the biopsy channel. The bending section rubber glue was torn. In addition, the scope¿s cap was found melted. The electronic connector was oxidized and noted a screw missing. Corrosion was observed on the scope¿s connector.

Event description:
The user facility reported that the scope¿s deflection was broken. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. A complaint was performed by the legal manufacturer and confirmed one similar complaint with the same event, the same cause, the same device from other user facilities in the past. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: suggested event» channel perforation. The legal manufacturer presumed from the following information that biopsy channel inner wall damage due to insertion/withdrawal of endo therapy accessories caused the suggested event. Biopsy channel leakage. IFU(instructions for safe use) states how to prevent the suggested event. The user handling may have deviated from IFU. However, the legal manufacturer could not specify. Using endo-therapy accessories : if the distal end of an endo-therapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the instrument. This could cause patient injury, bleeding, perforation and/or equipment damage. IFU states that ¿if the distal end of an endo-therapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the instrument. This could cause patient injury, bleeding, perforation and/or equipment damage¿. Biopsy channel leakage occurred in a similar compliant. Presumable cause was damage of inner wall of biopsy channel due to insertion/withdrawal of endo therapy accessories. IFU (reprocessing manual) states how to detect the suggested event as follows. The legal manufacturer judged that the event was adequately detected in accordance with IFU in this case. Leakage testing : performing the leakage test : during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water with the leakage tester connected and contact olympus.